Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0rqvf, implanted: (B)(6) 2015, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient no longer feels any stimulation sensation and she thought that was odd. She "fell down on it" and now she feels the ins seems to not be straight, like it's lower in one spot and higher in another spot, like the ins was tilting. The patient confirms she will call to schedule an appointment. It was later reported that an x-ray and programming was done. Symptomatic treatment only and no abnormalities. The event cause was determined and it was not device related. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.